Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 01-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device and confirmed the reported phenomenon. Omsc found failure in the electrical board inside the device. There was no service record for the subject device since it was installed. It has been more than six years since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to an aging deterioration of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during a preparation for use. There was no report of patient injury associated with the event.